Event description:
Pt's diabetic meter had been giving them an inaccurate reading. Medical affairs spoke to pt and they mentioned that in 2002 they woke up feeling weak, dizzy and was having blurry vision. They tested their blood sugar and obtained a 137 mg/dl. Pt then took their set amount of insulin and ate breakfast. After eating breakfast they were still not feeling well and decided to call the paramedics. Paramedics arrived and tested pt and obtained a 50 mg/dl. Pt was treated with IV glucose and taken to the ER. They were in the ER for about 3 hrs and then released (unk of bg prior of leaving). Two days later they visited their physician, who decreased their insulin dosage. Pt was using strips that had been opened for more than 4 months. Pt was not confident with the meter and requested a replacement. Sent them a replacement meter and supplies.